Manufacturer narrative:
(B)(4). Due diligence was executed for this event. The event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image for the 180 series scopes. This is attributed to a faulty patient board set. The device was functional with no other issues.

Event description:
As reported for this event, during set up for a diagnostic procedure once the pigtail was plugged in the image was lost. There is no patient involvement. The device was inspected and there was no damage or abnormalities observed other than the image not displaying only when the pigtail was connected. The device was installed and set up correctly and the connection was secure. The issue was identified to be with the device and not the pigtail.

Manufacturer narrative:
The device has been returned and a device evaluation completed for no image. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10.since this device was manufactured prior to countermeasures due to a change in the op-amp circuit design of the dr board, it is possible that there are no images due to a failure of the op-amp. When the change history of the parts was checked, it was confirmed that the design change of dr board was done on april 16, 2018. It is unclear whether this design change will involve the event pointed out. The design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasures specifications have been shipped since june 13, 2018.